Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurses station (cns) displayed only one lead when viewing the 12-lead ECG display tab. Technical support (ts) noted the cns was on an old gui, and this was happening on multiple cnss with different orgs. Ts tried copying settings from a known good bed, rebooted cns and checked the arrhythmia analysis lead tab but received a "settings not available" message. Ts had the bme un-monitor/re-monitor the multiple patient receiver (org) receiver card and reboot the org and the cns, but the issue persisted. No patient harm was reported. Investigation summary: upon follow up, the customer reported that the issue was intermittent and was no longer occurring. They were instructed to call back should the issue recur. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. As the issue was no longer occurring, troubleshooting of the issue could not take place. The root cause could not be determined. This issue will be tracked for future occurrences.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) displayed only one lead when viewing the 12-lead ECG display tab. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) displayed only one lead when viewing the 12-lead ECG display tab. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) displayed only one lead when viewing the 12-lead ECG display tab. Technical support (ts) noted the cns was on an old gui, and this was happening on multiple cnss with different orgs. Ts tried copying settings from a known good bed, rebooted cns and checked the arrhythmia analysis lead tab but received a "settings not available" message. Ts had the bme un-monitor/re-monitor the multiple patient receiver (org) receiver card and reboot the org and the cns, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/24/2024 emailed nk technical support for all items under the no information list. No reply was received. Attempt # 2: 10/01/2024 called the bme for all items under the no information list. The bme replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitter(s) model #: zm-xxxx serial #: device manufacturer data: unique identifier (UDI) #: multiple patient receiver (org) model #: org-xxxx serial #: device manufacturer data: unique identifier (UDI) #: